Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on 19-oct-2015 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer stated that her body rejected essure, which caused severe infections. At first, a partial hysterectomy was performed in 2013 - the uterus and part of both fallopian tubes were removed. Also in 2013, she had to have the remaining left tube and ovary removed due to infections. In 2015, the remaining right tube and ovary were removed. This last surgery resulted in a complete hysterectomy. She stated she had suffered constant infections and pain since the device was placed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe infections which resulted in partial hysterectomy (uterus and part of both fallopian tube were removed). She also had to have the remaining left tube and ovary removed due to infections. The reported events infections (seen as pelvic infections) are serious due to their medical importance and listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Although it was not reported whether the pelvic infections occurred up to 4 weeks, the reporter stated that her body rejected essure. Considering a possible temporal relationship, a causal relationship with suspect insert cannot be totally excluded at the time of report. Due to surgical intervention required, this case was regarded as incident. Additionally, non-serious event was reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up received on 04-feb-2016 follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe infections which resulted in partial hysterectomy (uterus and part of both fallopian tube were removed). She also had to have the remaining left tube and ovary removed due to infections. The reported events infections (seen as pelvic infections) are serious due to their medical importance and listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Although it was not reported whether the pelvic infections occurred up to 4 weeks, the reporter stated that her body rejected essure. Considering a possible temporal relationship, a causal relationship with suspect insert cannot be totally excluded at the time of report. Due to surgical intervention required, this case was regarded as incident. Additionally, non-serious event was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 10-nov-2015 from consumer: contact details and consumer's date of birth were provided. She is currently (B)(6). She doesn't have the card with the essure lot number with her. Consumer has medical records at home. She agreed to accept correspondence from bayer. Product technical complaint (ptc) investigation result received on 07-nov-2015. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe infections which resulted in partial hysterectomy (uterus and part of both fallopian tube were removed). She also had to have the remaining left tube and ovary removed due to infections. The reported events infections (seen as pelvic infections) are serious due to their medical importance and listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Although it was not reported whether the pelvic infections occurred up to 4 weeks, the reporter stated that her body rejected essure. Considering a possible temporal relationship, a causal relationship with suspect insert cannot be totally excluded at the time of report. Due to surgical intervention required, this case was regarded as incident. Additionally, non-serious event was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is being sought.